Event description:
It was reported that the patient presented to clinic with heart failure and actively experiencing atrial fibrillation. The right ventricular lead had elevated pacing impedance and high capture threshold. No intervention was reported. The patient was stable.